Event description:
It was reported that during a device changeout procedure, the new device did not successfully defibrillate the patient at maximum output. The patient needed to be externally rescued. The device was not used. No further patient complications have been reported asa result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).